Manufacturer narrative:
Device evaluation in progress; supplemental report will be submitted after evaluation of all device components.

Event description:
At son's house on (B)(6) 2017, patient was going down a couple steps, knee joint didn't kick out and he fell down, hit the knee and banged his elbow. The battery cap broke and wires are exposed. Knee buckled multiple times and lost stance control. Also the battery cover was broken off. Last year in (B)(6) (2016) patient fell down a few flights of stairs. He was unconscious and had a concussion. He cracked his cheek bone, back molars and eye socket and broke his jaw. His doctor has recommended eye surgery and patient was in the hospital a few weeks.

Manufacturer narrative:
The device was evaluated by the service department and the product refinement engineering department. Evaluation and investigation of the device showed no relevant error which may have caused or contributed to the reported fall. The device operated within specification.

Event description:
At son's house on (B)(6) 2017, patient was going down a couple steps knee joint didn't kick out and he fell down, hit the knee and banged his elbow - no medical treatment required.the battery cap broke and wires are exposed. Knee buckled multiple times and lost stance control. Also the battery cover was broken off. Last year in (B)(6) (2016) patient fell down a few flights of stairs. He was unconscious and had a concussion. He cracked his cheek bone, back molars and eye socket and broke his jaw. His doctor has recommended eye surgery and patient was in the hospital a few weeks.